Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker felt device moved and pressing on the incision scar. A pocket revision was performed and revealed considerable scar tissue as well as a device that was not sutured down. Also, it was noted that the pocket was enlarged. Device was sutured down and remains in service. No additional adverse patient effects were reported.